Manufacturer narrative:
The steris service technician inspected the generator and found that the blow down valve was open allowing steam to emit from the unit. The technician adjusted the valve and returned the generator to service; no further issues have been reported.the unit was installed by steris, during which start-up requirements were verified and the unit was operating properly. If the valve had been open during the start-up of the device, the verification parameters would not have been met.steris has determined this to be an isolated event.

Event description:
A steris service technician reported that approximately 20 minutes after he completed the device start-up, steam emitted from the unit causing the fire alarm to be activated and the building to be evacuated. No injuries were reported to hospital staff or patients.